Event description:
It was reported the patient experienced ¿less than 50% therapy relief¿ at the time of report. There was reportedly a ¿clean fracture of the extension under normal use¿ that was ¿6-8 cm from the implantable neurostimulator (ins) port.¿ the extension was replaced as a result of the event. The patient was alive with no injury at the time of report. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant: product ID 37083-40, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2015-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis determined all wires were broken at the kink in the extension, 9.7 cm from the proximal end.

Event description:
The patient's diagnosis (determined via interrogation of the device during analysis) was migraine headaches. It was noted the patient had "ice pick" headaches since (B)(6) 2003.